Manufacturer narrative:
Evaluation of the returned product shows the alarm works intermittently. The voice and tone also could not be selected.

Event description:
The customer reported that the alarm is intermittent when pressure is on the sensor pad. No patient injury was reported. Inspection shows that the alarm is intermittent when pressure is off of the sensor pad.